Manufacturer narrative:
(B)(6). Device evaluated by MFR: the main coil and the introducer sheath were returned for analysis. A visual and microscopic inspection were performed, and it was observed that the main coil was bent, stretched and detached at the coil arm and zap tip section. Additionally, the introducer sheath was detached. Analysis was unable to confirm the allegation of unable to advance in the catheter. The issues found during analysis could be related to excessive handling of the device and the technique used during the procedure.

Event description:
Reportable based on the device analysis completed on 19sep2024. It was reported that the coil could not be advance in the lesion. The target lesion was located in the splenic artery about 2cm in diameter. A 20mm x 40cm interlock .035 coil was selected for use. However, during the procedure, it was noted that the coil could not be fully advanced into the target aneurysm. Multiple attempts were made to recapture and redeploy the coil, but it became stuck in the single curve and could not be fully pushed out to unlock the interlock arm. Eventually, the procedure was completed using a boston scientific (bsc) 18 stc microcatheter, along with 12mm30cm and 8mm*20cm bsc coils. No patient complications were reported, and the patient was stable post-procedure. However, device analysis revealed main coil detachment at the coil arm and zap tip section.